Event description:
Info rec'd indicates the hi/low drive is drifting.

Manufacturer narrative:
The tech cleaned and lubricated the hi/low brake assembly, replaced the brake washer and thrust bearing to repair the bed.